Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was recently implanted and she didn't feel stimulation at first. Then suddenly in the last two to three days prior to (B)(6) 2016, she started feeling stimulation down her vagina. She wondered if she was supposed to feel it there. About a week after implant, stimulation was too strong between her legs and was uncomfortable. The patient was able to decrease stimulation and it felt more comfortable. Troubleshooting resolved the issue.

Event description:
Additional information received a little less than a month later via the consumer reported she had notified her physician regarding the stimulation issue (previously reported). The circumstances that led to the stimulation issue was that the patient just "could not get it set right."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.